Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed episodes of high ventricular rates that were determined to be actually due to oversensing of high frequency electromagnetic interference on the right ventricular lead. Additionally, there was an alert for low and out of range pacing impedance on the lead. Device alerts were reprogrammed to better monitor the patient. The patient was in stable condition and would continue to be monitored.